Event description:
It was reported that the asymptomatic patient presented for a follow-up in clinic. Upon interrogation, tit was noted that the right ventricular (rv) lead exhibited noise over-sensing. The rv lead was reprogrammed on (B)(6) 2022. The patient was in stable condition and will continue to be monitored.